Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was not returned for evaluation. Nevertheless, logs were provided for review. Based on the logs investigation, it was unable to evaluate against transesophageal echo (tee) as insufficient data was provided. Nothing indicated incorrect values for rv dp/dt. Expected device behavior for cerebral adaptative index (cai). Additionally, ico indicates that there was a bolus issue with baseline. Further investigation will be performed for this issue. Based on the available information and that the investigation did not find any device defect related to the issue of incorrect measurement, there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during this target market release (tmr) on a mitral valve & tricuspid valve replacement procedure, this hemosphere alta monitor displayed a much higher ico (intermittent cardiac output) (3.1) than corv (cardiac output right ventricle) (2.1). In addition, the rv dp/dt value was much lower (200) than echo on the tee (transesophageal echocardiography) (700). Moreover, in non-pulsatile mode, the cerebral adaptative index (cai) was intermittently and inconsistently higher than 45 not depending on procedure, although most of the time was below 45. There was no error messages displayed. The patient was not treated according to the inaccurate values provided. There was no allegation of patient injury. There will be no product return as this is a tmr.